Event description:
The dentist reported that after 5 month that the dental implant was installed in pt's intraoral region #9, it was verified non-osseointegration. Pt presented low bone quality and bone graft was executed.